Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-sep-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-sep-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system refrigerator had overheated and needed to be swapped. A field service engineer (fse) was informed that the customer requested the relocation of the smart remote manager to a new refrigerator and removed the smart remote manager and the hasp from the old refrigerator, mounted both components onto the replacement refrigerator, verified proper alignment, and tested the setup in the hardware test application to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es refrigerator was overheating and needed to be replaced. The current temptrak reading was 53.5°, and it had been as high as 66°. The customer stated that the smart remote manager from the old refrigerator needed to be removed and re applied to the new refrigerator. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.